Event description:
It was reported that the patient was experiencing pain at the pocket site and inadequate stimulation despite multiple reprogramming. The patient underwent a procedure where in the ipg and lead were explanted. The explanted device components were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 18106098/19160334.